Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported problem. The fse ran the cardiosave using patient simulator and test balloon pump for 20 minutes, and the iabp passed all performance and function tests. The iabp was returned to the customer, cleared for clinical use.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) was failing autofill and the balloon was not being inflated. The circumstances of this event is unknown; however, no adverse event was reported.